Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient lost power due to bad storms and was unable to hear the alarms until it was too late. The patient was deaf with hearing aids and lived alone. The patient was found deceased in a position that looked like they were trying to ger the batteries but could not make it. The pump stopped as a result of no external power. No autopsy was to be performed.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: the reported loss of external power and subsequent depletion of the system controller backup battery resulting in a pump stop could not be confirmed based on the provided information. Although a specific cause for the reported event could not be conclusively determined through this evaluation, the account indicated that the patient's home lost power due to storms in the area. The account reported that no equipment will be returning for evaluation. The relevant sections of the device history records for hsc-016444 were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 2 of the IFU, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 of the patient handbook, "how tour heart pump works", instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. Chapter 7 of the IFU and chapter 5 of the patient handbook, "alarms and troubleshooting", instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with no external power conditions. No further information was provided. The manufacturer is closing the file on this event.